Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in resetting the pump. After the reset, the cgm error code did not reappear, and the customer successfully started a new sensor session.